Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the vitrectomy cutter was not cutting during a procedure. The status of the aspiration was not provided. The product was replaced with another one and the procedure was completed. The status of the patient was not provided. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe complaint sample was returned for evaluation for the report of the probe not cutting. A review of the device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated for the reported issue. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 10 degrees. During the actuation test, the cutter got stuck in port; therefore, the actuation testing could not be performed. The cut test could not be performed due to the cutter stuck in port. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of coupling. No presence of adhesive on the inner cutter when held under uv lighting. No resistance felt when removing the inner cutter from the bent needle. The inner cutter is slightly bent. Gouge marks at the bend area and sections along the inner cutter. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 5 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. Another possible cause for the adhesive bond failure is inadequate adhesive applied during the manufacturing process. A photo of the nonconforming probe was shown to all assembly personnel to make them aware of the issue. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).